Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that when the patient presented to the clinic with a swelling on the left arm, a venous duplex was done which revealed venous thrombus. The patient was started on medication. At a follow-up the patient showed significant clearing of the thrombus. The medication is being continued.